Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the spinal cord stimulator (scs) never worked since implant so the patient had been in pain and hadn¿t used it since it had been implanted. It was noted the consumer may have another manufacturer¿s device implanted. Relevant medical history includes rsd/causalgia-complex regional pain syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.